Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents incidents from this lot. As there was no damage noted to the device during the inspection prior to use and there was no leak noted during preparation of the device, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified and mildly tortuous anatomy resulting in the reported difficult to advance. Inadvertent interaction with the heavily calcified and mildly tortuous anatomy likely compromised the balloon material thus resulting in the reported balloon material rupture. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous mid left anterior descending artery (lad)lesion. A 2.00 x 12mm mini rx trek bdc was prepped outside the patient body with no issues. However, resistance was encountered with the lesion during advancement to the target lesion. During the first inflation a rupture occurred at 8 at atmospheres. Therefore, the procedure was completed with another trek balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.